Manufacturer narrative:
Evaluation summary: all three leaflets were observed to have thickened and swollen tissue along the wireform and commissures. Leaflet 1 had two tears of approximately 10mm near commissure 1, and 11mm near commissure 2. Leaflet 2 had two tears of approximately 11mm near commissure 2, and 8mm near commissure 3. Leaflet 3 had two tears of approximately 4mm near commissure 3, and 9mm near commissure 1. Thickened tissue was observed at all tear regions. The leaflet tears were observed to be significant enough to cause the reported regurgitation. The x-ray demonstrated commissure 1 slightly bent, and the wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. The sewing ring was cut near leaflet 1. The wireform was exposed on all three commissures, near leaflets 1 and 3 at the outflow aspect, and on the side of the valve near leaflet 1. Additional manufacturer narrative: customer report of "leaflet tear and flailed leaflet leading to regurgitation" was visually confirmed. Report of fused cusps was not confirmed. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause for the degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider. Edwards received notification that this 25mm pericardial aortic valve was explanted after an implant duration of 8 years and 6 months due to leaflet tear and flailed leaflet leading to regurgitation. As reported, the valve had a fused right and left coronary cusps. The explanted device was replaced with a sutureless non-edwards valve. The patient was noted as to be hospitalized in stable condition after the procedure. The valve was returned for evaluation.

Manufacturer narrative:
Corrected data: f10,h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer report of "leaflet tear and flailed leaflet leading to regurgitation" was visually confirmed. All three leaflets were observed to have thickened and swollen tissue along the wireform and commissures. Leaflet 1 had two tears of approximately 10mm near commissure 1, and 11mm near commissure 2. Leaflet 2 had two tears of approximately 11mm near commissure 2, and 8mm near commissure 3. Leaflet 3 had two tears of approximately 4mm near commissure 3, and 9mm near commissure 1. Thickened tissue was observed at all tear regions. The leaflet tears were observed to be significant enough to cause the reported regurgitation. The x-ray demonstrated commissure 1 slightly bent, and the wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. The sewing ring was cut near leaflet 1. The wireform was exposed on all three commissures, near leaflets 1 and 3 at the outflow aspect, and on the side of the valve near leaflet 1.

Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation at this time. Therefore, the root cause for the leaflet tears remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If new information is received or the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 25mm pericardial aortic valve was explanted after an implant duration of 8 years and 6 months due to a leaflet tear. The patient was noted as to be hospitalized in stable condition after the procedure. The explanted device was replaced with a non-edwards device.